Manufacturer narrative:
Correction: e1 city name should not be populated.

Event description:
New information received notes that the patient presented in the intensive care unit. Programming changes were made and the patient was stable throughout.

Event description:
It was reported that a patient presented with under-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.